Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 9.0mm x 80mm x 75cm athletis device was advanced for dilation. However, during the second-third inflation around the maximum pressure for about 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.